Event description:
It was reported that the patient was going to get an MRI, and the local representative was called to set up the device for the imaging procedure. Interrogation found the low energy shock impedance measurement to be high and out-of-range. The electrograms had flat baselines. An x-ray was done and confirmed that the electrode was not connected to the pulse generator. A review of downloaded data confirmed that the electrode has likely been dis-connected prior to november of last year. There has been no inappropriate therapy. The doctor is considering getting the patient a left ventricular assist device. The system remains implanted. There were no additional adverse patient effects.